Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure. Post implant procedure, the patient's pacemaker was unable to be interrogated due to loss of radiofrequency (rf) telemetry and the patient's right atrial (ra) lead was found dislodged via chest x-ray imaging. Both the pacemaker and the ra lead were explanted and replaced to resolve the issue. The patient was in a stable condition.

Manufacturer narrative:
The reported event of no rf tel could not be confirmed. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.